Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty removing was confirmed as slight resistance was noted during removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: expiration date. Correction: device manufacturing date.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a de novo, eccentric lesion in the mildly tortuous, mildly calcified common iliac artery. After a non-abbott balloon was inflated once at eight atmospheres for 60 seconds, a 10x40mm absolute pro vascular self-expanding stent system (sess) was advanced and the stent was deployed. The proximal marker of the absolute pro sess became stuck with a non-abbott introducer sheath during removal. The device was removed together with the sheath as a single unit. The sess was unable to be removed from the sheath despite intentional manipulation outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.